Event description:
Paramedics responded to a person in cardiac arrest. The patient was connected to the device and diagnosed in ventricular fibrillation. The device was charged but, according to the reporter, dumped the charge before it could be transferred to the patient. The reporter stated this occurred several more times and the therapy cable had to be held in at the therapy cable to properly operate the device. The patient outcome is unknown.